Event description:
On an unreported date, the patient began treatment with dianeal pd4 ambuflex and dianeal pd4 ultrabag therapies (doses, frequencies and lot numbers not reported) intraperitoneally (ip) for peritoneal dialysis (pd). Dianeal therapies were ongoing. During a call with baxter technical services (bts), the following was reported. On an unreported date in (B)(6) 2012, the patient experienced (B)(6) infection. On (B)(6) 2012, the patient was hospitalized for the event. On an unreported date, the patient was treated with flagyl (metronidazole) and vancomycin orally and intravenously (IV). On an unreported date, 1 week later the diagnosis and hospitalization for c. Difficile the patient was diagnosed with peritonitis and treated with unspecified antibiotics. On (B)(6) 2012, the patient was discharged from the hospital for a long term care facility. On (B)(6) 2012, the patient was again hospitalized for (B)(6) infection. The patient was still in the hospital. The pd nurse stated the patient recovered from the peritonitis event and is still recovering from the diagnosis of (B)(6) infection.

Manufacturer narrative:
(B)(4). This is report 1 of 4 in this peritonitis incident. This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional information become available, al follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Based on the information obtained during baxter's investigation, the problem for peritonitis-no device malfunctions or use error could not be confirmed and the root cause of this incident could not be determined. A batch review was conducted and no issues were found related to the reported condition.